Event description:
It was reported that during a laparoscopic esophagectomy procedure, staples of one of the staple lines were unformed at the 2nd firing. Another competitive device was used to complete the case. There were no adverse consequences to the patient. The staple height was gold. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). Malformed staples. The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete. However the staple at the distal and were not properly form these staples do not create a fluid path. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? ---yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? ---yes. Was the rep present for this case? ---no. Was the cartridge loaded with the retaining cap on? ---no information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? ---no. Did anyone move the firing knob to the left or right after loading the device but before firing? ---no. Was the instrument fired across or near an existing staple line or clip? ---yes, across an existing staple line. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---firing force was higher. Was there any difficulty removing the device from the tissue? ---no. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? ---malformed. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? ---regular. Was a leak test completed? ---no information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? ---waited about 10 seconds. If the device locked out, did it lock out on tissue or prior to use on tissue? ---na. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? ---no information. Was the firing to close an ostomy? ---no. If so, which firing is a pathology specimen and/or report available? ---no. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) ---no. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? ---no information. How long has the surgeon been using this device for this procedure? ---no information what predicate device was used by the surgeon? ---no information. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? ---in the middle. Where the malformed staples on the line closest to the cut line or in all of the rows? ---unk. Where the staple legs unformed or did they have irregular shapes? ---legs unformed.